Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h4, h6 and h11. Corrected field: h6 component code. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion in the main body and lens, deposit on the main body, focus ring, free lock lever and scope mount. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event image failure was caused by water invasion in the main body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited a sandstorm like image. The event occurred during inspection for use. There were no reports of patient involvement.